Manufacturer narrative:
Additional information: device evaluation: the suspect product was not received; however, a photo was provided by the customer. The photo the customer provided was evaluated. The photo shows the suspect lens implanted in an eye and a large divot can be observed in the optic of the lens. No further issues were identified. Since no product has been received, no further evaluation was performed. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon implanted a preloaded monofocal intraocular lens (iol) and once unfolded, it had a giant gouge or flap on the posterior side of the lens. No issues were reported with the preloaded injector. Lens was removed and a new lens was implanted in the same procedure. No other complications. Additional information stated that the lens was cut up and disposed off. No other information is available.